Event description:
It was reported that the catheter was broken. A direxion catheter was selected for use. During the course of the procedure, it was noted the device was breaking. No patient complications were reported.